Manufacturer narrative:
The tech found that when the foot section was raised the bed had an unintentional movement of the bed up function. He adjusted the trend and foot limits to repair the bed.

Event description:
Alleged the hi/low function will operate when the pt is put into the seated position and on switch is activated.